Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had remote manager failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manger (srm) was failing. The field service engineer (fse) adjusted the plate and housing of the pyxibus srm. Fse checked all connections, cleaned out the debris and adjusted housing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.